Event description:
The event as described to the manufacturer 'the provider went to use provu vl on a patient and the screen froze up mid laryngoscopy. He got a new blade and plugged it in and was able to successfully intubate the patinet without the video freezing'.